Manufacturer narrative:
The customer¿s reported complaint of dim led display boards was confirmed and replicated on (B)(4) returned components during testing. Two boards tested good with no functional faults noted. The majority of the faulty returned pcb display boards were identified with slightly dim u4 seven segment displays during testing. Based on the srd-878 rate display viewability ((B)(4)), the returned display boards are out of specification. There was no patient involvement associated to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that devices have defective display boards.